Event description:
The customer called to report repeated no delivery alarms. The customer also stated that she was in the hospital due to high blood glucose levels and pneumonia. The reported blood glucose reading at the time of the call was 243 mg/dl. The customer was unable to troubleshooting at the time of the call. Advised the customer to call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.